Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had frequent and ongoing gas loss alarms occurring despite secure helium tubing connections and no balloon rupture. There was no patient harm reported.

Manufacturer narrative:
Field service engineer (fse) performed inspection and leak tests on pim, drive manifold, fill manifold and all associated components, no leaks noted. Fse could not duplicate gas loss issue. Fse replaced safety disk. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Corrected field: in follow-up 1 incorrectly indicated 01/23/2014. Corrected to 01/23/2024.

Event description:
N/a